Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.5mm x 24mm, target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.50 x 24 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. However, it was noted that the stent struts were lifted and the hypotube was kinked. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid to distal stent region were lifted and pulled in a distal direction(ref. Photo 01). The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found a kink located at 200mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.5mm x 24mm, target lesion was located in the moderately tortuous and mildy calcified left anterior descending artery. A 2.50 x 24 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. However, it was noted that the stent struts were lifted and the hypotube was kinked. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.